Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record review (DHR) was performed and no complaint related issues were found. A manufacturing evaluation was performed: the forefront of the hexagon was broken off. The remaining part of the hexagon is strongly twisted clockwise. The relevant dimensions cannot be verified anymore because of the damage. Therefore this complaint is indeterminate from a manufacturing standpoint. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Based on this finding and the strongly twisted remainder we suppose that a mechanical overload during the tightening of a screw caused this breakage. Placeholder.

Event description:
Synthes (B)(6) reported that a customer complained about the tips of the screwdrivers (314.132), which were broken off and rounded off. There were no pieces unrecovered or left in the patient. This happened over a period of time with normal use. This report is 2 of 3 for complaint number (B)(4).